Event description:
It was reported that during a wertheim-meig procedure a device was malfunctioning when putting a clip to a vessel. The vessel started to bleed and extra blood had to be transfused. A suture and forceps had to be used.